Manufacturer narrative:
The insulin pump was received with reservoir tube lip partially broken off, reservoir does not stay locked in. The insulin pump was received missing o-ring. The insulin pump was received with broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump had a broken reservoir compartment. The customer's blood glucose was 180mg/dl. Customer reported the insulin pump is damaged. Advise to discontinue use of the insulin pump and revert to a backup plan per doctor's instruction. Advise the insulin pump will need to be replaced.